Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned coil revealed that the delivery wire was kinked and the proximal contact detached, likely due to handling during use. No anomalies were observed to the main coil or main coil junction. During function evaluation, the coil was advanced through the introducer sheath and a demonstration microcatheter without issues. Based on device analysis, the reported coil break was not confirmed as no breaks were identified on the main coil or main coil junction. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, it was noted under fluoroscopy that, the mid and proximal sections of the coil broke inside microcatheter. The microcatheter and broken coil were removed from the patient. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Information available indicated that force was used to advance the coil against resistance. Based on the information currently available, it is probable that procedural factors contributed to the reported event. Therefore, a probable cause of operational context has been assigned to this event.

Event description:
It was reported that during the procedure, it was noted under fluoroscopy that, the mid and proximal sections of the coil broke inside microcatheter. The microcatheter and broken coil were removed from the patient. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device has not been returned to the manufacturer.

Event description:
It was reported that during the procedure, it was noted under fluoroscopy that, the mid and proximal sections of the coil broke inside microcatheter. The microcatheter and broken coil were removed from the patient. There were no clinical consequences to the patient.